Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during double eyelid incision, when the soft tissue of the upper eyelid was sutured, twelve suture needles were broken. The account looked for the broken needles and replaced with another suture. There was no patient injury.